Manufacturer narrative:
The needle tips of the retained samples were inspected, and no abnormalities were found actual device not returned; failure unconfirmed.

Event description:
On 3mar2025, customer complaint was received on 809 ready lance safety lancet-21g,3.0mm. Customer reported that a blood donor went to the hospital to treat an infected nail root following a procedural finger poke on (B)(6) 2025. Donor received a paronychia incision and drainage and was prescribed an antibiotics regimen for treatment.